Manufacturer narrative:
(B)(4). One nexgen cr-flex precoat femoral component, size d, right was returned with complaint for review. Visual exam of the returned component confirmed the presence of low density polyethylene (lpde) from the bag on the distal aspect of the lateral condyle. This device is used for treatment. A product history search did not reveal any other complaints against the part and lot combination. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and is being reported retrospectively.

Event description:
During surgery, the surgical team noted polyethylene material from packaging adhered to femoral component.